Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Mechanical malfunction is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent non-functioning device issues. Fluid loss is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent air in system. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of incomplete inflation and the pump remaining flat. The physician attempted troubleshooting but was unsuccessful. A surgical procedure was then performed during which the device ipp was explanted and replaced with a new device. Upon inspection, the explanted pump was not fully filled. Contained air and was sticking. Two holes were also found in the reservoir. No patient complications were reported.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The microscopic visual inspection of the flat revealed that the reservoir had wear at a fold in the reservoir shell, and a hole at the corner of a fold in the reservoir shell. The leakage test of the reservoir revealed that there was a leak at the corner of a fold in the flat reservoir shell. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review confirmed that the events of device has a fluid leak and mechanical malfunction (leaks, incomplete inflation/ deflation, kinking) were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. A device history record (DHR) and ship history review were not completed as there was no lot number reported. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause traced to component failure.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) complained of incomplete inflation and the pump remaining flat. The physician attempted troubleshooting but was unsuccessful. A surgical procedure was then performed during which the device ipp was explanted and replaced with a new device. Upon inspection, the explanted pump was not fully filled. Contained air, and was sticking. Two holes were also found in the reservoir. No patient complications were reported.